Manufacturer narrative:
Investigation: ball head: density: the density was determined on the fragments of the ball head. The measured density is complying with the delivery specifications for biolox forte components. Reconstruction: the ceramic ball head cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Metal transfer: there are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces which are clearly assigned to secondary effects, i.e. Rubbing between the metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in the region. The expected primary metal transfer on the cone of the ball head can be found with varying intensity. Additionally, metal transfer can be found in region d/e. However, it cannot be decided clearly whether this metal transfer occurred prior to or after the primary fracture event. Fracture surfaces: obviously, fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments to ceramtec. Due to this mechanism intensive chipping occurred at the fracture surface edges and on all the fracture surfaces. Therefore, further information probably got lost which might have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic ball head, the primary fracture surface coincides with the ball head axis. Additionally, its appearance is very smooth and flat. Parts of the primary fracture surfaces can be found on two fragments. The fracture origin cannot be determined due to the mentioned secondary damages and missing fragments. Insert: reconstruction: the insert is not broken. Metal transfer: metal transfer of erratic appearance can be found on the face and on the inner sphere of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event of the ball head or due to the surgical procedure. Thus, it does not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic insert and the metal cup, metal transfer patters (primary metal transfer) are expected in region g/h of the insert. Such metal transfer patterns can be found with varying intensity on the taper. Additionally, metal transfer can be found on the transition I/j. Furthermore, there are erratic metal transfer patterns on the taper which potentially occured during the removal of the insert from the metal cup at the revision surgery. The insert does not provide any hint regarding a possible cause of the failure of the ball head. Batch history review: the device history files have been checked for all available lot numbers and found to be according to the specifications valid at the time of production. Conclusion and root cause: based on the available information and as a result of our investigation, a product related failure can be excluded. Material or product deviations could not be identified. The failure is most probably user or patient related. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that a revision surgery was performed due to the breakage of a right ceramic ball head. Components in use listed as concomitant devices are: nk460 / biolox prosthesis head 12/14 28mm s; nh094 / sc/msc ceramics insert 28mm 56/5/ sym; nk644k / centega cemented 12/14 size 13mm right; nk093 / centraizer size 13mm; nk914 / imset resorb. Intramedullary plug 14mm; nh056t / plasmacup sc size 56mm'